Manufacturer narrative:
Concomitant medical products: dtba1qq crtd; 429888 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted due to infection. No further patient complications have been reported as a result of this event.